Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, reviewed all logs, and was unable to duplicate the reported malfunction. The cse checked the inspiratory tubing between sol 1 and the manifold to ensure that there were no restrictions to pressure measurement, per service manual, and verified no restrictions. Recommended the biomedical engineer to run the ventilator for 24 to 48 hours prior to return the unit to patient use. The unit passed all tests and calibrations per the service manual, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
No repair information is available at this time. (B)(4).